Event description:
It was reported that a customer had connection uses while using the titanium adapter during dialysis therapy. According to the report, the customer stated that the transfer sets become completely disconnected from the titanium adapter during use. There was no patient injury or medical intervention associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).